Event description:
Medtronic received information that approximately sixteen years following the implant of this 27mm carpentier-edwards mitral porcine bioprosthetic valve (model 6625, da8475), the patient developed central regurgitation of the valve. The patient's current condition is presently unknown, however the physician desires to replace the valve. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).